Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6004815, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6004815 was manufactured according to the work instruction (wi) version 78 and manufactured in the machine multivac 12 on 08/jan/2024, with a total of (B)(4) units. Glue-tubing lot: the lot 3m01735 was manufactured according to the wi version 41 and manufactured in the machine mp04, mp05 and mp08 on 17/dec/2023, with a total of (B)(4) units. The lot 3k02796 was manufactured according to the wi version 40 and manufactured in the machine mp04, mp05 and mp08 on 24/oct/2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates.

Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that patient faced infusion set tubing detachment event on (B)(6) 2025, while sleeping. The site of detachment was near p-cap. The infusion set was in use for one day. The blood glucose level was high (range was not reported) and the patient was treated with insulin pump. No further information available.